Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects reported. This supplemental is being filed to provided additional information that the patient had an additional inappropriate shock. Technical services advised to do some testing. The system remains implanted. It was reported that the patient was admitted to the hospital after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The shock was determined to be inappropriately administered due to oversensing of noise. The field representative checked the patient and was at first unable to recreate the noise. However when the patient was undergoing a covid test and the nurse was holding the patient's arms while the patient was pulling away, noise was seen and determined to be myopotential in nature. The field representative reprogrammed the sensing vector to one without noise. An x-ray was taken, but the results were not revealed to the field representative. It was noted that the impedance measurement on the electrode was within normal limits. The clinic contacted boston scientific technical services (ts) and questioned if the stored atrial fibrillation (af) episodes were true or noise related. Ts noted variations in morphology and timing along with untreated events. Ts further suggested troubleshooting. The field representative indicated that the patient presented to the clinic again, when they were not present, with more noise and the sensing vector was again reprogrammed. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects reported. This supplemental is being filed to provided additional information that the patient had an additional inappropriate shock. Technical services advised to do some testing. The system remains implanted. It was reported that the patient was admitted to the hospital after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The shock was determined to be inappropriately administered due to oversensing of noise. The field representative checked the patient and was at first unable to recreate the noise. However when the patient was undergoing a covid test and the nurse was holding the patient's arms while the patient was pulling away, noise was seen and determined to be myopotential in nature. The field representative reprogrammed the sensing vector to one without noise. An x-ray was taken, but the results were not revealed to the field representative. It was noted that the impedance measurement on the electrode was within normal limits. The clinic contacted boston scientific technical services (ts) and questioned if the stored atrial fibrillation (af) episodes were true or noise related. Ts noted variations in morphology and timing along with untreated events. Ts further suggested troubleshooting. The field representative indicated that the patient presented to the clinic again, when they were not present, with more noise and the sensing vector was again reprogrammed. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Event description:
This supplemental is being filed to provided additional information that the patient had an additional inappropriate shock. Technical services advised to do some testing. The system remains implanted. It was reported that the patient was admitted to the hospital after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The shock was determined to be inappropriately administered due to oversensing of noise. The field representative checked the patient and was at first unable to recreate the noise. However when the patient was undergoing a covid test and the nurse was holding the patient's arms while the patient was pulling away, noise was seen and determined to be myopotential in nature. The field representative reprogrammed the sensing vector to one without noise. An x-ray was taken, but the results were not revealed to the field representative. It was noted that the impedance measurement on the electrode was within normal limits. The clinic contacted boston scientific technical services (ts) and questioned if the stored atrial fibrillation (af) episodes were true or noise related. Ts noted variations in morphology and timing along with untreated events.. Ts further suggested troubleshooting. The field representative indicated that the patient presented to the clinic again, when they were not present, with more noise and the sensing vector was again reprogrammed. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the hospital after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The shock was determined to be inappropriately administered due to oversensing of noise. The field representative checked the patient and was at first unable to recreate the noise. However when the patient was undergoing a covid test and the nurse was holding the patient's arms while the patient was pulling away, noise was seen and determined to be myopotential in nature. The field representative reprogrammed the sensing vector to one without noise. An x-ray was taken, but the results were not revealed to the field representative. It was noted that the impedance measurement on the electrode was within normal limits. The clinic contacted boston scientific technical services (ts) and questioned if the stored atrial fibrillation (af) episodes were true or noise related. Ts noted variations in morphology and timing along with untreated events. Ts further suggested troubleshooting. The field representative indicated that the patient presented to the clinic again, when they were not present, with more noise and the sensing vector was again reprogrammed. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.